Event description:
It was reported that during a da vinci-assisted surgical total laparoscopic hysterectomy procedure, the customer reported that the rubber part of the robotic cannula seal was torn, and the torn rubber piece was found in the patient¿s abdomen. The piece was retrieved during the same procedure. The procedure was completed as planned. Follow-up was performed with the customer and additional information was obtained about the complaint. The customer informed the fragments were retrieved by the forceps during the procedure. The customer informed it was confirmed that all fragments were retrieved by direct observation. One fragment had broken off and 1 fragment was retrieved. They did not notice any other damage to the product after the event occurred. The product was inspected prior to use and there was no damage noted. The was no collision noted during the procedure. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically and there was no recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report.